Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. Blood is observed on the haptic. The lens is pressed against three posts in the lens case. The lens was cleaned with klrp for further evaluation. There is no damaged observed to the lens. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified cartridge. The reported event was not observed. No damage was observed. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. The reporter stated that no other information is allowed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the lens was cracked, it was not folding proper. There was no patient contact.